Manufacturer narrative:
The patient's gender is unknown. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2014-00411 and 1016427-2014-00070. Complaint conclusion: as noted in a publication, routine use of debris aspiration before retrieval of distal filter protection devices in carotid arterial stenting: analysis of captured debris and evaluation of clinical results. (B)(6) old patient had a stroke (left paresis) lasting 14 days. The neurological deficits resolved completely within 2 weeks (post-operative day 14). This patient had cessation of flow during the procedure. Events were noted to have occurred peri-procedural. (B)(4). The product remains implanted in the patient and are thus not available for evaluation. The sterile lot number of the precise stent was not provided, therefore, no review of manufacturing documentation could be performed. Hypotension is a well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influence by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds, and distal protection devices, initiating a reflex via the glossopharyngeal nerve. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events. There is no evidence that the event was related to a manufacturing issue, therefore, no corrective action will be taken. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that the event was related to a manufacturing issue, therefore, no corrective action will be taken.

Event description:
As noted in a publication, routine use of debris aspiration before retrieval of distal filter protection devices in carotid arterial stenting: analysis of captured debris and evaluation of clinical results. (B)(6) year-old patient had a stroke (left paresis) lasting 14 days. The neurological deficits resolved completely within 2 weeks (post-operative day 14). This patient had cessation of flow during the procedure. The events occured peri-procedure.